Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was receiving failed battery test alarms. The customer stated that the alarm still occurred despite clearing the alarm before changing the battery. The customer's blood glucose was unknown. Troubleshooting was done. While troubleshooting, the customer stated that the screen went blank after tightening the battery cap completely. Advised that a replacement battery cap and recommended batteries would be sent. Advised to monitor the insulin pump. Nothing further reported.